Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a knee scope procedure on (B)(6) 2020, it was observed that the hd epscp,4.0,30,167, mitek device was foggy. The case was completed with the same scope. It was reported that there was no surgical delay or patient harm. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was sent to the supplier and evaluated. It was reported that the scopes appeared foggy during a knee scope. Per service report, this complaint can be confirmed. It was found during evaluation that the images on the camera don't meet the specifications and broken optical components was detected inside the optical systems of the endoscopes. Further, minor scratches were identified with the device upon decontamination. The defective components were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. During the analysis at supplier the endoscopes were checked regarding their defect descriptions. The images on the camera are slightly dark and blurred due to the deposits on the distal cover glass, the damages at the distal end, moisture inside the optical components inside the optical systems and the broken optical components inside the optical systems of the endoscopes. Moisture could get inside the optical system of the endoscopes through the damages at the distal end and the eroded soldering seams at the distal ends. The eroded soldering seams at the distal ends were caused since the customer has most probably used a wrong, too strong reprocessing method for reprocessing the endoscopes. The damages at the distal ends, the bent outer tubes and the broken optical components inside the optical systems are caused by applying too much force on the endoscopes during usage time by the customer or by a handling error. Most probably, the distal ends of the endoscopes got in contact with sharp instruments during usage time or the endoscopes were hit or fell down by mistake. The deposits on the distal cover glasses were caused by an improper cleaning of these endoscopes after usage by the customer. The minor scratches on the device is most likely a result of user mishandling, probably during transport or storage of the device a manufacturing record evaluation was performed for the finished device [1386815] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.